Event description:
It was reported that the patient underwent a peripheral artery procedure to treat a target lesion in the moderately calcified and tortuous left external iliac artery. The omnilink elite stent became caught on an unspecified previously implanted stent and was pulled off the delivery system balloon and onto the shaft of the delivery system catheter. The balloon was slightly inflated to keep the stent on the shaft of the delivery system catheter and the device was removed without difficulty. The stent remained on the delivery system catheter during removal of the device. There was no adverse patient effect and no clinically significant delay. A new omnilink elite stent was then implanted without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.